Event description:
On (B)(6), 2012 the reporter contacted animas to report the pump would not rewind far enough to allow a new cartridge to be inserted into the cartridge compartment. The patient noted the pump rewound only halfway, to approximately 100 units on the cartridge. On (B)(6) 2012 the patient obtained the elevated blood glucose readings of 348 mg/dl and 494 mg/dl, and she experienced the symptoms of nausea, vomiting and shortness of breath. The patient administered self-treatment with a bolus dose of 9.0 units insulin via a syringe injection; she refused to contact emergency medical services. The issue was not resolved. The patient allegedly suffered blood glucose levels and symptoms suggesting severe hyperglycemia after the pump motor issue occurred. Therefore this complaint is being reported.

Manufacturer narrative:
Follow up #1 submitted: (B)(4) 2012. Device evaluation: the insulin pump has been returned and was evaluated by product analysis on (B)(6) 2012 with the following findings: review of the black box and download history revealed several rewind and load attempts in a short period of time. The pump was returned for investigation with a cartridge plunger stuck in the cartridge compartment. The plunger was removed during investigation. A rewind, load and prime sequence was performed successfully without associated alarms. The pump was exercised for 24 hours on a 1 unit per hour basal program with no alarms. The pump passed flow testing during a 29 hour exercise test. Unrelated to the complaint, evaluation revealed a cracked battery compartment, which has no effect on insulin delivery function. The user guide warns that cracks, chips, or damage to the pump may impact the battery contact and/or the waterproof feature of the pump. The pump was removed from the case for investigation and the motor drive assembly was removed for inspection. Inspection of the motor drive circuit, motor drive, lead screw and piston did not reveal any defects.

Manufacturer narrative:
The pump has been returned to animas; however, the investigation has not been completed. No conclusions can be drawn at this time. Once the evaluation has been completed a supplemental report will be filed.